Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient "feels like the pump is empty" no pain relief. The pump was reprogrammed where they increased the pump on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient reported that it "feels like the pump is empty." The pump was reprogrammed on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was unsatisfied analgesia. The patient's baseline weight was not measured. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. No further complications were reported/anticipated.